Event description:
It was reported that oversensing was observed on the right ventricular lead during routine follow-up. The patient was asymptomatic. The lead was capped and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
(B)(4).